Event description:
Caller reports pt tested 3.9 inr on the coaguchek s system and 5.6 inr on a comparison lab. Coumadin was held for one day based on device result. Additionally, pt's coumadin was changed from 5 mg on fridays/2.5 mg all other days to 2.5 mg/day. No adverse event reported. Requested return of suspect system and replacement sent.